Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that as the vision was being prepped, the stent was observed to be missing. It was found on the back table. There was no pt involvement. No add'l event or pt info is available.